Manufacturer narrative:
(B)(4). This event is currently under investigation. A final report will be generated upon the completion of the investigation.

Event description:
During preparation for a ureteroscopy, the facility staff opened a package containing a ngage nitinol stone extractor. It was noted that the basket was not fully retracted and could not be fed into the scope. When the handle is in the closed position, the basket is still partially open. This was noticed prior to use. The device did not make patient contact.

Manufacturer narrative:
Investigation - evaluation: a review of the documentation, manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The device was returned with the handle in the closed position and the basket formation was partially closed. A slight tug on the sheaths determined the support sheath and basket sheath were secured. A visual examination noted no surface damage or manufacturing anomalies to the basket sheath. A functional test was performed with the device in straight position, which passed. During the review of manufacturing documents, two non conformances were found on the same lot for the device not opening and closing. Based on the information provided, a definitive root cause could not be determined. However, measures have been previously initiated to address this issue. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.